Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The navlock was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The returned probe is bent at the tip with impact marks at the back end as well. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the instruments were damaged.